Event description:
Absorbatak was needed to anchor hernia mesh into the correct place. The surgeon was using the device to attach the mesh. While he was using it within the patient's abdomen, the device became malformed and bent. The surgeon removed the device to inspect it and decided the device was no longer functional. A second device was opened to finish the case. There was no harm to the patient.